Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission, 08/18/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/30/2015 with the following findings: during testing, the display screen displayed normally. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.